Event description:
It was reported that the patient had been hospitalized with hyperglycemia for three days, no dates were specified. The patient's blood glucose levels reached around 600 mg/dL while wearing the Pod on their abdomen for an unknown duration. When the Pod was removed from their abdomen, the Pod's cannula was found kinked. Symptoms reported include vomiting. The patient was treated with intravenous (IV) insulin and fluids. The Pod was removed and discarded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: PHONE_CONTROL_ANDROIDOmnipod Software App Version: 4.0.2Operating System: BP4A.251205.006.S921USQS6DZE2Hardware: SM-S921UPlease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.